Event description:
It was reported that the patient presented via a remote transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were not made at this time. No patient symptoms were reported.

Event description:
New information received indicated that device reprogramming was made to address post-paced t wave over-sensing. There were no adverse health consequences, the patient was stable.